Event description:
It was reported that the 4-40 stud was broken off during the lap cholecystectomy case. The case was completed with another handpiece. No pt consequence was reported. No other info was known.